Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 8 june 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that bd ultra fine¿ pen needle was clogged and unable to deliver insulin. This was discovered during use. The following information was provided by the initial reporter: material no: 320122 batch no: 9317860, unknown it was reported needle clog during injection, stated that the insulin does not go through the needle easily. Verbatim: consumer reported needle clog during injection, stated that the insulin does not go through the needle easily. Sometimes it goes halfway and stops. Consumer does not re-use, only primes once with a new pen. Consumer also mentioned that she had another box of the same product with the same issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9317860, medical device expiration date: 2024-11-30, device manufacture date: 2019-11-13, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needle was clogged and unable to deliver insulin. This was discovered during use. The following information was provided by the initial reporter: material no: 320122 batch no: 9317860, unknown. It was reported needle clog during injection, stated that the insulin does not go through the needle easily. Verbatim: consumer reported needle clog during injection, stated that the insulin does not go through the needle easily. Sometimes it goes halfway and stops. Consumer does not re-use, only primes once with a new pen. Consumer also mentioned that she had another box of the same product with the same issue.